Event description:
It was reported that this pacemaker exhibited far-field oversensing. The pacemaker was reprogrammed to unipolar sensing and remains in service. No adverse patient effects were reported.